Event description:
Info rec'd indicates the brake on the foot end of the stretcher is not working. The brake will not engage or lock.

Manufacturer narrative:
The technician found the brake steer bracket was broken. He replaced the brake steer bracket to repair the stretcher.